Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed compromised force sensor system during the fill tubing process. The customer's blood glucose was 62 mg/dl, which was treated with toast, juice and fruit. The caller did not observe any significant events leading to the alarm. She stated that the device had not been dropped or bumped prior to the alarm. She was advised that during seating, the force sensor may not have detected the reservoir. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.